Manufacturer narrative:
This supplemental report is to inform that upon further review, this is not a reportable malfunction. The maj-2315 single use distal cover does not get reprocessed. This initial medwatch was submitted in error. The event has already been reported on medwatch 9610595-2022-05173 (patient identifier (B)(6) for the related scope. Refer to this file for supplemental information related to this event.

Event description:
The olympus territory account manager reported (on behalf of the customer) that there was an incorrect reprocessing problem that involved the single use distal cover. The customer was not using a flushing device, which provides the aspiration of detergent through the suction channel. There was no procedural or patient involvement associated with the reported event.

Manufacturer narrative:
At the request of the olympus territory account manager, an olympus endoscopy support specialist (ess) was dispatched on-site to provide reprocessing support. As the customer was not using a flushing device (which provides the aspiration of detergent through the suction channel) and was reportedly using an older flushing aid that did not perform aspiration, ess advised the customer to obtain a portable suction device; this will allow the customer to perform the required step of detergent aspiration through the suction channel. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.